Event description:
Promus element china clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient presented with an unstable angina and silent ischemia and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis, a length of 15mm, and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent, with 0% residual stenosis. Seven days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, electrocardiogram findings were suggestive of mi and the patient was hospitalized on the same day for further evaluation. On the same day, elevation of troponin I (0.047 ng/ml) were noted. The following day, the patient's cardiac enzymes were (ck total 112 iu/l, peak ck-mb = 0-130 iu/l). Five days later, the patient was noted with elevation of cardiac enzyme which was consistent of mi with troponin I = 0.85 ng/ml. The patient was treated with medication and placement of 2 stents at distal rca. The following day, the event was considered as recovered/resolved and the patient was discharged on the same day. It was further reported that in (B)(6) 2018, coronary angiography was performed which revealed 99% in-stent restenosis in distal rca including the right-posterior descending artery (r-pda), with unknown timi flow. Subsequently, the lesion was treated with percutaneous coronary intervention (pci); post which residual stenosis was 99% with timi flow of unknown.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product. B5: describe event or problem updated.

Manufacturer narrative:
(B)(6). Device is a combination product. Device remains implanted.

Event description:
Promus element (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2014, the patient presented with an unstable angina and silent ischemia and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis, a length of 15mm, and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x16mm promus element stent, with 0% residual stenosis. Seven days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, electrocardiogram findings were suggestive of mi and the patient was hospitalized on the same day for further evaluation. On the same day, elevation of troponin I (0.047 ng/ml) were noted. The following day, the patient's cardiac enzymes were (ck total 112 iu/l, peak ck-mb = 0-130 iu/l). Five days later, the patient was noted with elevation of cardiac enzyme which was consistent of mi with troponin I = 0.85 ng/ml. The patient was treated with medication and placement of 2 stents at distal rca. The following day, the event was considered as recovered/resolved and the patient was discharged on the same day.